Manufacturer narrative:
No button error alarm noted. All buttons function properly. However corroded keypad traces noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on display window noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Most recent blood glucose level was 90 mg/dl. No further information was provided.